Event description:
Diabetic ketoacidosis (diabetic ketoacidosis). Case description: this spontaneous case, reported by a nurse from another country as "diabetic ketoacidosis", concerns a girl treated with mixtard 30 penfill (dual-acting human insulin), and novopen 3 junior (delivery device) due to insulin-dependent diabetes mellitus diagnosed in 2002. It was reported that the girl was admitted to the hospital in 2006, due to diabetic ketoacidosis. The patient was discharged three days later, however, she was readmitted after discharge date. With diabetic ketoacidosis. It was discovered that the mixtard 30 penfill the patient was using was cracked and insulin was leaking from it. Reportedly, all the other penfill in the package were intact and there was no history of the pen being dropped. The patient recovered and was discharged the following month. There had been no recent changes in the patient's insulin requirements or in her normal routine. The patient had no underlying infection and her injections were usually supervised by her parents. It was reported that her injection site technique was good. The patient had no lipohypertrophy.

Manufacturer narrative:
Frequency statement: based on the review of historical data, the frequency and severity of occurrence of 'diabetic ketoacidosis' reported with the use of this device is below the expected occurrence for the device.